Event description:
The hospital staff transported the patient using this c3. When I climbed over the step between the elevator and the floor, c3 shook and the battery came off. As a result, this c3 shut down. The hospital staff suspect that the hook of this c3's battery compartment is loose, which is causing a complaint.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used on a patient. The root cause was determined to be battery compartment defective (aluminum lock became loose). In consequence battery compartment and battery pack of this hamilton-c3 were replaced. There was no patient or user harm.